Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document renal dysfunction and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with chronic kidney disease (ckd) was hospitalized on (B)(6) 2023 due to dyspnea and high creatinine levels. The patient received dialysis. Ventricular tachycardia (vt) also occurred during hospitalization on (B)(6) 2023; direct current (dc) cardioversion and a radio frequency catheter ablation (rfca) were performed. An implantable cardioverter-defibrillator (ICD) was also implanted. The arrhythmia was considered resolved on (B)(6) 2023.